Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured due to clavicle rib crush. The patient received two inappropriate therapies, the impedance measurements were greater than 3000 ohms and lead was oversensing as a result of the fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): partial lead in segments was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, several of the conductors were stretched, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the defibrillation conductor was fractured, the outer tubing overlay had cosmetic environmental stress cracks, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression,he lead was flexed and the lead was stretched. The causal conclusion is pending and will be submitted when the information is available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.